Event description:
Customer reported via phone, the insulin pump had damaged battery cap and the device wouldn't turn on. She woke up with the device off and her blood glucose at 326 mg/dl. Troubleshooting was performed. Customer stopped using the device. The battery compartment was cracked at the top and was missing parts too. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.